Manufacturer narrative:
On 20-dec-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a clot was seen in clear hub of the sheath. The medical team was unable to move it despite multiple attempts to flush it out/suck it back. Irrigation was performed per IFU (instructions for use). The patient was anticoagulated. The physician aimed for an activated clotting time (act) of 300-350--this range was maintained during the case. No air was introduced into the patient. The echocardiogram was performed to ensure that no clots were in the patient. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and back pressure test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Customer refer that clot was seen in hub of vizigo; however during the inspection in the lab, only reddish material like blood was observed in the hemostatic valve, which is a normal condition due to the procedure. No clot residues was observed in the hub component. Then a back pressure test was performed, and no issues were observed. A device history review was performed for the finished device 60000079 number, and no internal actions related to the complaint were found during the review. The issues reported by the customer was not confirmed, since no clot residues was observed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a clot was seen in clear hub of the sheath. The medical team was unable to move it despite multiple attempts to flush it out/suck it back. Irrigation was performed per IFU (instructions for use). The patient was anticoagulated. The physician aimed for an activated clotting time (act) of 300-350--this range was maintained during the case. No air was introduced into the patient. The echocardiogram was performed to ensure that no clots were in the patient. No patient consequences were reported. The immovable clot is MDR-reportable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).